Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that an external dialyzer blood leak occurred less than a minute into a patient¿s hemodialysis (hd) treatment. Blood was visually observed leaking from the header of the device. The machine did not alarm, and blood test strips were not used. The rn inspected the device for damage near the location of the leak, and no damage was noted. The patient¿s estimated blood loss (ebl) was approximately 100 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment after being set up with new supplies on the same machine. The dialyzer was reportedly available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided blood port caps and adapter caps were returned attached to the dialyzer. The fibers were wet and coagulated blood residue was noted in the header cap threading on both the cavity and non-cavity ID ends of the dialyzer. No damage was observed on the either of the dialyzer headers. The returned sample was subjected to a laboratory leak test at which time an external leak was identified on the header located on the non-cavity ID end of the dialyzer. The dialyzer leaked at 4.0 pounds per square inch (psi). The dialyzer was subjected to destructive disassembly for further visual examination. Upon removal of the header end cap, a polyethylene/polyurethane (pe/pu) sliver was identified at 0 degrees with the dialysate ports situated at 0 degrees. The pe/pu sliver laid across the potting cut surface, extending under the o-ring and down between the housing threads and screw flange. It measured approximately 3.5 cm in length. No other damage was noted on the dialyzer. The inferior surface of both polyurethane potting ends were examined for voids; no voids were noted. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.